Manufacturer narrative:
Bleeding from the insertion/removal site is a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of a user's emergency room visit, following a sensor removal and insertion procedure. The user reported significant bleeding following the procedure that led to an emergency room visit where the insertion and removal wounds were cleaned and sutured. No formal diagnosis or prescription medications were provided, though tylenol was recommended for pain management. The event was directly related to the insertion/removal procedure, and the treating healthcare provider was aware. The user reported physical improvement with ongoing bruising but expressed mental distress and frustration due to the impact on daily activities and travel plans. The bleeding was resolved after treatment, the sensor remained in place, and the user was advised to continue follow-up with their healthcare provider.